Event description:
According to the available information, the implant was removed and replaced due to unknown reasoning. Removal of device and replacement device information was not reported to coloplast at the time of occurrence.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.